Manufacturer narrative:
The involved largo peeso reamer turns out to be broken twice, a first time at the base of the neck, a second time at the base of the active part. No material defect was found during analysis of the rupture patterns. Such a breakage case is particular, that why we suppose the largo has broken during the use a fist time at the base of the neck portion. The second breakage probably occurred during the extraction of the broken operating part. The batch number is unknown, DHR cannot be reviewed. Unused reamers have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pesso enlarger was broken. The broken part was removed and the canal filled.